Manufacturer narrative:
The production records review did not reveal any abnormality during the manufacturing process. Following the device's expertise, the results will be provided through the next MDR.

Event description:
Following a remote monitoring transmission issue, the hospital has requested an in-clinical follow up where it was impossible to interrogate the pacemaker with different programmers.

Event description:
Following a remote monitoring transmission issue, the hospital has requested an in-clinical follow up where it was impossible to interrogate the pacemaker with different programmers.

Manufacturer narrative:
The conclusions are as follows: patient files analysis the last file available is a remote monitoring recording dated 08th september 2024. No abnormal behavior was recorded until this date. Indeed, the device has worked as per specifications. Device¿s investigation upon reception, the battery voltage was measured at 0.3v. On 1st august 2025, electrical tests were performed and revealed overconsumption. The device has been opened, and electrical tests were performed confirming that this overconsumption was located at the integrated circuit level. The device was then shipped to an external laboratory to perform a deeper analysis: a specific chip failure from the integrated circuit was identified. Discussion until 8th september 2024 (last recording available), the device worked as per specifications. At reception, overconsumption was noted and deeper analysis has revealed a failure at the integrated circuit level. The most likely hypothesis would be: a specific event occurred between the 08th of september 2024, and 10th march 2025 (event date) which damaged specific components of the integrated circuit. The origin of this event cannot be identified. This issue is an isolated case. This complaint is recorded for trending purpose.

Event description:
Following a remote monitoring transmission issue, the hospital has requested an in-clincal follow up where it was impossible to interrogate the pacemaker with different programmers.